Event description:
It was reported that the device became stuck. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. An 8 x 40 x 75 epic stent self-expanding was selected for endovascular treatment to treat lower extremity artery disease. During the procedure, a contralateral approach was used. After placement with a non-boston scientific introducer sheath from the left femoral artery, the stent was advanced directly to the lesion part. However, the tip of the stent got stuck during advancement, which resulted in a kink from the mid-shaft towards the side of the tip. The physician could not fully determine where it got stuck and kinked as the stent advanced quickly. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.